Event description:
Related manufacturer reference number: 1627487-2022-03529, 1627487-2022-03530, 1627487-2022-03531. It was reported that the patient experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.